Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The impella was causing ventricular tachycardia. The impella was run shallow for the duration of the pci procedure. Impella was then weaned and explanted. Patient is stable post explant.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no product was returned. Tachycardia: in order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position (positioning issue): the root cause of the positioning issue was unable to be determined as insufficient clinical details were provided. Device history lot: device lot: 1937629. Device history batch: subcomponent lot: n/a. Device history review: device (sn: (B)(6)) passed all post sterile inspection checks.